Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established.please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "just answered 2 calls from a patient, (B)(6), who had knee surgery at specialty surgery center in michigan yesterday. This patient ended up having to call her doctor, (B)(6). Not sure if they will follow up with us. She said the pump was beeping and flashing red. I asked her if the screen had some sort of error code, so she confirmed there was an e05 code on the screen. E05 is downstream occlusion, so I explained to her that a downstream occlusion means there is a blockage or kink in the tubing between the pump and the catheter going into her body. I asked her to run her fingers through the tubing between the pump and the catheter. She did that and there were no kinks. She also checked the blue clamp so we knew that wasn't engaged either. I had her double check it again to ensure there were no kinks in the tubing (unfortunately, a blockage in the catheter can't be seen). We ended up power cycling the pump because it appeared to be a false alarm, restarting the pump would mean that pressure setting was bumped up. Turned the pump off and on. Resumed the infusion. She called back a few minutes later and said the tubing was now leaking at the air filter. At this point, I realized the occlusion was most likely in the catheter and that the tubing started to leak at the air filter because there was now more pressure building up in the tubing even though there were still no kinks. I explained the situation to her and noted that she may have felt a 6/10 pain score because potentially her catheter moved out of place today and suddenly there was an occlusion. I told her to contact her doctor because they may need to check the catheter, maybe flush it out, and replace the tubing, but that it would be dependent on their advice because they would be able to point her in the right direction to help manage her pain better (she didn't have a specific phone number for anesthesia, but (B)(6) has spoken on the phone with me before where he gave permission to change the prescribed order, so he may have a better connection to them). Patient was frustrated after she was instructed to call the doctor to let them know about the scenario because she thought we would be in contact with them instead. I called (B)(6) afterward to explain what happened. It's out of our hands at this point. She would need to talk to anesthesia and they would decide whether she would come into the facility or if she has alternative oral meds, etc." A patient was involved but not harmed.